Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit had an autofill error. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse confirmed the cs300 failed to autofill. The fse states they found the filter on purge line to be clogged and replaced the tubing assembly filter. The iabp then passed all safety and functional tests and was returned to the customer for use.